Manufacturer narrative:
On 14 march 2016 it was prepared a final report with the information already submitted in the initial report. On 05 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 23 dec 2015, the r&d project manager performed a visual inspection of the retrieved instrument and commented as follows: it was not possible to disassemble the instrument with the related screwdriver, the instrument was disassembled by means an hex key and blocking the cup with a vise. The contact surfaces between terminal and cup do not have signs of an excessive friction but the contact surface of the terminal is worn out, the covering of balit c is completely removed . The terminal might have been screwed into the cup with an excessive strength and the lack of the balit c covering might have affected on this locking of the pieces. Batch review performed on 14 january 2016: lot 1316736: (B)(4) items manufactured and released on 26 may 2014. No anomalies found related to the issue; no similar reported event on items of the same lots. Versafitcup cc trio no hole acetabular shell diam 54, code 01.26.45.1154 lot. 153630 ((B)(4)): lot 153630: (B)(4) items manufactured and released on 06 november 2015. Expiration date: 2020-10-18. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
It was not possible to disconnect the terminal cc from the trio cup. No patient harm, delay of 5 minutes in surgery. Another cup of the same size was implanted. The items will be sent back to medacta.